Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
For over many years, the patient had a (B)(4) drain. On (B)(6), 2010, the patient needed a revision because of an occluded peritoneal catheter. The complete shunt was revised with a new (B)(4).